Event description:
The reporter, a nursing assistant, had gotten the er1 message using control solution, on a new surestep meter on which she was running a quality control for a pt. During a telephone review of testing procedures with a lifescan rep, including shaking the bottle of control solution they got a retest with an in-range result of 114 mg/dl (85-127).